Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient suffered from a compression infection. It was further reported that the icm was exposed and was visible. The icm was removed. No further patient complications have been reported as a result of this event.